Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system failed to start up correctly. The philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. Review of the system log file did not show any errors. The fse confirmed that no problem was detected with the system. The reported problem did not reoccur, and the fse confirmed that the system was in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips the device failed to start up correctly. The system was not in clinical use at the time of the event. There was no reported patient or user harm.